Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a family member/friend of the patient that the device was off/disabled and no longer providing therapy. It was noted there was dissatisfaction with the ins longevity and the caller stated that ¿this was the long-term battery.¿ it was reported there was no stimulation sensation. Patient services reviewed that longevity of ins was dependent on settings and usage and the caller was fine with this information. The caller was re-directed to the health care physician (hcp) to discuss scheduling a replacement. It was noted this occurred (B)(6) 2018. The caller said the patient had an appointment with the veteran¿s association (va) hospital and that they will provide them with an update. There were no further complications reported.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.